Event description:
On the day of the implant, slightly elevated thresholds. The device functioned normally for 2-3 days, threshold started to increase until no capture 2 weeks after implantation. The patient came to the office for evaluation due to symptoms; determined new device was needed. Equipment specifics: pacemaker: manufacturer: medtronic, model #: micra mc1avr1. Location: right ventricular septum, fixation: active fixation, sensing: 7.3 mv, threshold: 1.5 v @ 0.4 msec, impedance: 590 ohms. Final settings mode: vdd, lower rate: 60, ventricular output 3.0 v @ 0.4 msec. Complications: none. From the h&p: patient is an elderly female who recently underwent av micra leave this pacemaker for transient heart block. Patient was feeling dizzy. On the way to her appointment today. Device was interrogated in the pacemaker clinic and she has no capture verified by medtronic representative who is with her today in device clinic. Patient seated in a wheelchair. She feels well. Her heart rate is in the mid-30s. Her daughter says she's been feeling great since her initial device implant. The patient has a history of atrial fibrillation and acute cva (cerebrovascular accident). She is currently resting wheelchair, no acute distress. She denies angina, shortness of breath or dyspnea. Procedural note: procedure: informed consent was obtained from the patient. The patient was brought to the electrophysiology lab in the non-sedated post-absorptive state. Continuous EKG monitoring and IV access was established. The patient was then prepped and draped in a sterile fashion. One percent lidocaine was used to anesthetize the inguinal region. Venous access was obtained using the modified seldinger technique. A 0.035" amplatz super stiff j-tipped guidewire was advanced through the pre-existing sheath. After successive dilation, the 23fr micra introducer sheath with hydrophilic coating was advanced to the right atrium over the 0.035" wire and the dilator was removed. The sheath was aspirated of 35cc, and flushed with 50cc of heparinized saline. Unfractionated heparin, 5000u was not administered. The micra delivery sheath was then advanced under fluoroscopic guidance and positioned across the tricuspid valve toward the right ventricular inferior septum. Forward pressure was placed in a rao (right anterior oblique) position maintaining enough pressure to moderately deflect the catheter. The tethering system was unlocked, and the delivery catheter was withdrawn while removing the forward pressure. The delivery catheter was then withdrawn approximately 10cm. The fluoroscopy was magnified onto the micra tps and negative tension was placed on the tether while assessing for fixation mechanism deflection. Once it was assured that at least two of the nitinol tines were affixed, the device was interrogated. Interrogation noted appropriate sensing and pacing characteristics. The tether was cut and removed. The delivery system was then withdrawn into the delivery sheath. A 0-silk figure-of-eight suture was placed at the site of access and secured while the delivery system was removed. The patient tolerated the procedure well without complication. The estimated blood loss was <10 cc. The patient was transported back to the recovery room in good condition. Equipment specifics: pacemaker: manufacturer: medtronic, model #: micra mc1vr01us. Location: right ventricular septum, fixation: active fixation, sensing: paced, threshold: 1.0 v @ 0.24 msec, impedance: 770 ohms. Final settings mode: vvir, lower rate: 60, ventricular output 3.0 v @ 0.4 msec. Complications: none. Impression: symptomatic bradycardia due to non-reversible atrioventricular block with premature failure of previously implanted micra av within 48 hours to 2 weeks of dwell time. Normal radiographic appearance of pre-existing, and subsequently abandoned, micra pacemaker. Successful implantation of micra transcatheter pacing system. Manufacturer response for av leadless pacemaker, micra (per site reporter). The rep is aware.